Manufacturer narrative:
Please refer to the attached report. Preliminary analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption the expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing.

Event description:
Reportedly, the battery curve of the ICD dropped; battery voltage was at 2.79v on (B)(6) 2026, and 2.57v on (B)(6) 2026. The device explantation is planned.

Event description:
Reportedly, the battery curve of the ICD dropped; battery voltage was at 2.79v on (B)(6) 2026, and 2.57v on (B)(6) 2026. The device explantation has been explanted.